Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 03:45:05. During night drain cycle two, the patient's ultrafiltration reading was 1751ml, indicating the home patient (hp) drained 1751ml more than their maximum programmed fill volume of 2000ml. No further information was available.

Manufacturer narrative:
(B)(4). The cause of the iipv event was determined to be a use error. The initial drain alarm setting was inappropriately programmed. The ¿homechoice / homechoice pro apd systems patient at-home guide¿ states, ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.